Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event of red heart alarms was confirmed based on investigation findings. The analysis of the black power cable revealed a compromised brown inner conductor at the connector end. Manipulating the black connector caused red heart alarm conditions that were observed during analysis. A review of the device history records showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacture's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customer. No further info available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that while the pt was at home preparing himself to go to bed, the system controller demonstrated red heart alarms. When the alarm was activated, the pt was on his power module for a short period of time. The pt immediately checked the connections to the pump and the power module and everything looked just fine. The pt decided to switch to his backup controller. The suspect system controller was exchanged per the MFR's instructions for use and the pt remains ongoing on lvad support with no further issue reported.